Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
Nurse reports via our sales rep that parts of the blade are broken off. According to nurse, a back up instrument was used to finish the surgery.